Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg). The specific value was unknown however, the continuous glucose monitor displayed "high". Additionally, the customer had trace ketones. The customer addressed bg with a correction bolus via pump and a complete supply change. The suspected cause for elevated bg was unknown. Tandem technical support performed a pump system check and the pump was functioning as intended.